Event description:
During the procedure, the physician attempted to clip the cystic artery. The clip scissored together which cut the vessel rather than clipping it. A new clip applier was opened and the vessel was clipped appropriately. There was no patient harm.